Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump power elevations were observed by the vad coordinator. The patient's lactate dehydrogenase (ldh) level was reported as being normal last week and their urine was clear. System controller log files were submitted for review by the manufacturer's technical services representative who observed that the pump power was trending upward. On 06/01/2016, it was reported that the patient was in the hospital with a heparin drip administered. The patient's lab values were not provided. A log file was submitted which showed a slight uptick in pump power over the 8 days captured in the log file. It was reported that and a future pump exchange is likely. No additional information was provided.

Manufacturer narrative:
Additional information: the evaluation of the submitted log files captured elevations in pump power and estimated pump flow values, low average pulsatility index levels and multiple pulsatility index events; however, a specific cause for the events recorded in the log file could not be conclusively determined through this evaluation. The report of hemolysis could not be conclusively determined. The patient remains ongoing on pump support and is currently awaiting a transplant. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the clinical representative on 09/23/2016 reporting that the patient continues to have hemolysis and has not undergone a pump exchange at this time. A transplant is being planned.